Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has seen a power on reset (por) message since implant. The patient states that every time their machine starts up they hit the green button on the stimulator and the por goes off. There were no symptoms reported. There were no interventions or outcome reported. Additional information has been requested regarding the contributing factors and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.